Manufacturer narrative:
Visual inspection of the returned product found the lens optic torn and cracked. The lens was returned dry and there was evidence of clear surgical residue. Based on the complaint history, evaluation of the returned product and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Pt weight: unk. Event date: unk. Device evaluated by manufacturer? No. Lens not returned. (B)(4). Method: (process evaluation): - work order search. Results: (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens, -8.0 diopter, in the patient's eye on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to the patient had a reaction and the lens was the wrong diopter. There was no patient injury. A different type lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.